Manufacturer narrative:
The covidien field service support team evaluated the returned device, and verified the reported malfunction. The printed circuit board (pcb) was replaced, and the software was upgraded to the current revision, which resolved the reported issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, during patient use, the ht70 ventilator generated a loud high pitched alarm. The display screen turned grey, and the ventilator stopped ventilating. There was no visual alarm. The patient was transferred to another ventilator. There was no reported patient injury.